Event description:
Related manufacturer number: 1627487-2022-03863. It was reported that the end of service (eos) message displayed for the ipg on external devices. It is unknown if the ipg depleted prematurely. In turn, surgical intervention may be pending to address the issue.

Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain patient weight, but it was not received.

Manufacturer narrative:
Correction: manufacturing reference number 1627487-2022-03861 should not have been reported as a medical device report (MDR) due to additional information indicating no intervention was done to this ipg. This device remains implanted.